Event description:
Reportedly, the device was prophylactically replaced since a re-intervention was programmed for right ventricular lead revision, as advised in the fsn on platinium devices sent in july 2018.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since a re-intervention was programmed for right ventricular lead revision, as advised in the fsn on platinum devices sent in july 2018.